Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the blue stopper in the maxplus connector is staying compressed after removing the syringe from the connector while doing a normal saline flush or injecting CT contrast then it leaked blood. There was no harm.